Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The pocket has jammed and will not open. The customer reported issue occurred when dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction that was caused by the row board cable header which was contaminated. A field service engineer cleaned contacts and secured connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.